Event description:
It was reported that the lead impedance and pacing thresholds increased and sensing thresholds decreased. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.